Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display after receiving the new battery cap. Customer¿s blood glucose level was unknown at the time of the incident. The customer stated that troubleshooting was performed for the partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments/partial display noted. The pump passed the displacement test and self test. However, a whitewashed/gray display anomaly occurred after the self test; intermittent problem isolated to the electronic stack.